Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unknown. The aortic neck was angled about 60-70 degrees. The distal anatomy was described as being very long and very tortuous but not calcified. The endurant bifurcated stent graft (MFR report# 2953200-2011-01190) was deployed. The fellow, who was not experienced, was instructed by the implanting physician to rotate the device while pulling down. The fellow seemed to be rotating the device but was not pulling down, and the spindle became caught on the suprarenal stent. One anchoring pin came down, which caused the stent graft to an infold position which led to a proximal type I endoleak. The stent graft was ballooned multiple times without resolution of the type I endoleak. A proximal cuff (MFR report# 2953200-2011-01191) was placed and ballooned multiple times but was unsuccessful. The patient had a type I endoleak at the end of the procedure and will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, stent graft misplacement) (neck and iliac tortuosity) (neck > 60 degrees). Evaluation, conclusion: (neck and iliac tortuosity) (neck > 60 degrees).